Event description:
The leak was noted when the rn was retracing her lines due to the patient having an unstable blood pressure. There was no report of any lasting harm.

Manufacturer narrative:
Concomitant products: 3ml bd syringe ref 306508, lot 625812b, exp 2019-08-11, 0.9% sodium chloride; therapy date (B)(6) 2016. The customer¿s report of a leak at the connection of a syringe to the extension tubing was neither confirmed nor replicated. Visual inspection showed no anomalies. Functional testing showed no leaks or other issues. The root cause of the reported leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the connection between the syringe and the tubing. There was no report of patient harm.